Manufacturer narrative:
The customer collects samples in plastic greiner lithium heparin tubes with gel. The sample was centrifuged at 5000 rpm for 8 mins at room temperature. Per customer, the sample was drawn by nurse staff and was clear with no visible fibrin or hemolysis. Customer reported qc issues after the erroneous results were obtained and qc was performed using a new reagent pack. A system check performed on 05/24/2008 met specs. The customer reported no issues with other assay results, qc or hardware problems. No events were posted to the event log. Customer technical service (cts) educated the customer on proper reagent mixing and dxi ultrasonics and also discussed proper sample handling with the customer. The fse performed the type 1 service protocol and all testing met specs. No hardware issues were noted. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accu tni results generated by the unicel dxi 800 access immunoassay system for one pt. Customer tested a pt sample for accu tni and obtained a result of 1.52ng/ml and it repeated at 1.20ng/ml. The sample was then re-spun and re-aliquoted and then gave a result of 0.95ng/ml. This pt sample when tested on a different instrument gave a result of 0.05ng/ml and when re-spun and re-aliquoted, it gave a result of 0.06ng/ml. The 0.05ng/ml result was reported out of the lab. Erroneous results were not reported outside the lab. The customer did not report pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.